Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient that the patient was revised for unknown reasons.

Manufacturer narrative:
No devices were received; therefore, the condition of the components is unknown. The knee components were reviewed for compatibility and found with no issues noted. Review of the device history records for the tibial component identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Billing information indicates that only the tibial side was revised. A definitive root cause cannot be determined with the information provided.